Manufacturer narrative:
A replacement power supply was sent to the customer. In f/u with the customer, she indicated that she did not see fire or smoke and that there is no breach in the transformer housing, but she did see sparking and exposed wires at the strain relief. She also indicated that no injuries were sustained as a result of the issue. In summary, a breach in the insulation on the dc output cord at the strain relief was present, exposing wires resulting in a short circuit which could cause sparking. As a result of CAPA ca10-049 which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on (B)(4) 2011. Activities related to this notification are on-going. Eval summary. A visual exam of the power supply revealed no deformation on the transformer housing and no holes or openings. A visual exam of the cord revealed twisting and kinking and a breach in the insulation at the strain relief, exposing wires. The power supply was plugged in and the voltage across the dc plug was measured at 0.00 vdc, which is not normal and indicates that the power supply is not producing the correct voltage. Resistance across the dc plug was measured at 0.5 ohms, which indicates that there is a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as open, which is not normal and indicates that the thermal fuse did blow.

Event description:
The customer reported to customer service that the power supply for her pump has exposed wires and the pump works with the battery pack. No injuries were reported.